Event description:
Additional information was received from a company representative (rep) on may 2nd 2016 stating that they were aware of the scheduled lead revision on the date that they had called in. There were multiple programming attempts made to resolve the inadequate stimulation issue. The lead revision was rescheduled from (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The manufacturer representative reported a lead issue, as when the lead was initially placed, it was not providing enough left sided coverage, so the lead was going to be moved more to the left to provide better coverage. After initial implant, they decided not to revise right away, as the patient was getting okay coverage and wanted to see how things went; however, they have now decided to move lead to improve stimulation coverage on left side. The patient was in the process of rescheduling the appointment for the revision. The indication for therapy was chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.